Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the device/ pieces of essure coil left inside uterus could not be removed all of it."), embedded device ("device was embedded in the left fallopian tube"), device expulsion ("migration of the device/ migration of essure device location of device: uterus,") and ectopic pregnancy ("pregnancy with complications : ectopic") in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with contraceptive device". The patient's medical history included gravida ii. Concomitant products included nsaids and paracetamol (acetaminophen). In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2004, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). On (B)(6) 2005, the patient experienced abdominal pain ("abdominal pain"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy , surgical removal of coil(s) - hysteroscopy with removal of foreign body in uterus). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, device expulsion, ectopic pregnancy, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown, the abdominal pain and back pain had resolved and the depression and anxiety was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, ectopic pregnancy, embedded device, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she did not allege that essure caused birth defects. Date(s) of removal: (B)(6) 2015(as per pfs) (B)(6) 2015 surgical removal of coil(s) - hysteroscopy with removal of foreign body in uterus hysterectomy with bilateral salpingectomy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (right tube occluded).. Ultrasound pelvis - on (B)(6) 2015: lateral essure device seen, left essure visible through ostia 2)essure wire is present on the right side. Left essure is not identified.; on (B)(6) 2015 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: new pfs received- new event dysmenorrhea (cramping), was added. Explanted date updated. Pregnancy outcome updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the device"), embedded device ("device was embedded in the left fallopian tube"), device dislocation ("migration of the device") and ectopic pregnancy ("pregnancy with complications : ectopic") in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with contraceptive device". In (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (diagnostic hysteroscopy and an attempted explant due to complications from the essure), surgery (diagnostic hysteroscopy) and surgery (diagnostic hysteroscopy and an attempted explant due to complications from the essure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, device dislocation, ectopic pregnancy, menorrhagia and vaginal haemorrhage outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered device breakage, device dislocation, ectopic pregnancy, embedded device, menorrhagia and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: essure device was successfully occluded. On (B)(6) 2015 : pelvic ultrasound : impression: echogenic focus is seen in the superolateral aspect of the endometrial cavity on both the right than the left. Etiology is undetermined. Additional clinical correlation is needed regarding possible complication associated with prior intrauterine device. Normal ovaries, nabothian cysts in the cervix. On (B)(6) 2015 : hysterosalpingogram : findings; the left essure wire is not identified. The right essure wire is within the proximal fallopian tube. Impression: nonvisualization of the left essure wire with obstruction of both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the device"), embedded device ("device was embedded in the left fallopian tube"), device dislocation ("migration of the device") and ectopic pregnancy ("pregnancy with complications : ectopic") in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with contraceptive device". The patient's past medical history included gravida ii. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2004, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (diagnostic hysteroscopy and an attempted explant due to complications from the essure), surgery (diagnostic hysteroscopy) and surgery (diagnostic hysteroscopy and an attempted explant due to complications from the essure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, device dislocation, ectopic pregnancy, menorrhagia and vaginal haemorrhage outcome was unknown, the abdominal pain and back pain had resolved and the depression and anxiety was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, ectopic pregnancy, embedded device, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: essure device was successfully occluded. On (B)(6) 2015 : pelvic ultrasound : impression: echogenic focus is seen in the superolateral aspect of the endometrial cavity on both the right than the left. Etiology is undetermined. Additional clinical correlation is needed regarding possible complication associated with prior intrauterine device. Normal ovaries, nabothian cysts in the cervix. On (B)(6) 2015 : hysterosalpingogram : findings; the left essure wire is not identified. The right essure wire is within the proximal fallopian tube. Impression: nonvisualization of the left essure wire with obstruction of both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: events- "abdominal pain, depression, mental anguish, lower back pain", historical condition added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the device"), embedded device ("device was embedded in the left fallopian tube"), device dislocation ("migration of the device"), ectopic pregnancy ("pregnancy with complications : ectopic") and pregnancy with contraceptive device ("pregnancy with contraceptive device") in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with contraceptive device". In (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced ectopic pregnancy (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (diagnostic hysteroscopy and an attempted explant due to complications from the essure), surgery (diagnostic hysteroscopy) and surgery (diagnostic hysteroscopy and an attempted explant due to complications from the essure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, device dislocation, ectopic pregnancy, pregnancy with contraceptive device, menorrhagia and vaginal haemorrhage outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered device breakage, device dislocation, ectopic pregnancy, embedded device, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. On (B)(6) 2015 : pelvic ultrasound : impression: echogenic focus is seen in the superolateral aspect of the endometrial cavity on both the right than the left. Etiology is undetermined. Additional clinical correlation is needed regarding possible complication associated with prior intrauterine device. Normal ovaries, nabothian cysts in the cervix. On (B)(6) 2015 : hysterosalpingogram : findings; the left essure wire is not identified. The right essure wire is within the proximal fallopian tube. Impression: nonvisualization of the left essure wire with obstruction of both fallopian tubes. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet and medical records received : the product and patient information updated. Pregnancy (with complications), abnormal bleeding (vaginal, menorrhagia), pregnancy with complications : ectopic, pregnancy with contraceptive device added as events. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the device"), embedded device ("device was embedded in the left fallopian tube"), device expulsion ("migration of the device/ migration of essure device location of device: uterus,") and ectopic pregnancy ("pregnancy with complications : ectopic") in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with contraceptive device". The patient's medical history included gravida ii. Concomitant products included nsaids and paracetamol (acetaminophen). In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2004, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy -diagnostic hysteroscopy, hysterectomy with unilateral salpingectomy -diagnostic hysteroscopy on (B)(6) 2015, salpingectomy (one side removal of fallopian tube) and diagnostic hysteroscopy and an attempted explant due to complications from the essure on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, device expulsion, ectopic pregnancy, menorrhagia and vaginal haemorrhage outcome was unknown, the abdominal pain and back pain had resolved and the depression and anxiety was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device expulsion, ectopic pregnancy, embedded device, menorrhagia and vaginal haemorrhage to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: she did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (right tube occluded).. Ultrasound pelvis - on (B)(6) 2015: . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: pfs received. Pt changed for 'device dislocation' to 'device expulsion'. Surgery updated. Concomitant drug was added. Lab data was updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the device") and device dislocation ("migration of the device") in a female patient who had essure (ess205) inserted for female sterilisation. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (diagnostic hysteroscopy and an attempted explant due to complications from the essure) and surgery (diagnostic hysteroscopy and an attempted explant due to complications from the essure). At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6) 2015 essure device was successfully occluded. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.